Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 190 mg/dl, compared with the sensor reading of 54 and 59 mg/dl. The customer also noted that the insulin pump had alarmed calibration error twice, followed by change sensor, as well. She was advised that the alarms may have been caused by a rapid increase or decrease in blood glucose values. She was advised that two consecutive calibration errors would lead to the change sensor alarm. She was advised to monitor the device. The customer declined troubleshooting assistance for the threshold suspend alarm. She stated that she turned off the sensor and restarted it. The insulin pump also alarmed bad sensor alert, which occurred after the consecutive calibration errors. The customer was advised to remove, change and replace the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.